Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient's one touch ultra meter was reported to be in the wrong unit of measurement (mmol/l instead of mg/dl). It was verified during troubleshooting that the meter was previously set in the correct unit of measurement and that the patient had not recently changed the unit of measurement in the meter settings. He did consult his doctor due to the results, and a medication was prescribed to lower his blood glucose results. There is no serious injury reported to due to this issue. This case is reported as a malfunction. There is no further clinical information provided.